Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/03/2012 with the following findings: during evaluation the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. Unrelated to the issue, the contrast button was found to be intermittently responding and contamination was found under the button contact. The issue is not likely to cause an adverse event because the contrast button has no effect on insulin delivery function. Also unrelated to the issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: 2531779-03/24/2010-003-r.